Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08650 inches. The pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 10-aug-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 10-aug-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 402000 (40.2 u), dailytotalofbasalinsulindelivered: 152000 (15.2 u), dailytotalofbolusinsulindelivered: 250000 (25 u). 08/10/2023 00:57:16.000 normalbolusdelivered (220), bolusprogrammingmethod: manualbolus (0), normalbolusamountprogrammed: 30000 (3 u), bolusamountdelivered: 30000 (3 u). 08/10/2023 02:45:31.000 normalbolusdelivered (220), bolusprogrammingmethod: manualbolus (0), normalbolusamountprogrammed: 40000 (4 u), bolusamountdelivered: 40000 (4 u). 08/10/2023 05:14:27.000 normalbolusdelivered (220), bolusprogrammingmethod: manualbolus (0), normalbolusamountprogrammed: 40000 (4 u), bolusamountdelivered: 40000 (4 u). 08/10/2023 06:50:18.000 normalbolusdelivered (220), bolusprogrammingmethod: manualbolus (0), normalbolusamountprogrammed: 70000 (7 u), bolusamountdelivered: 70000 (7 u). 08/10/2023 10:32:56.000 normalbolusdelivered (220), bolusprogrammingmethod: manualbolus (0), normalbolusamountprogrammed: 50000 (5 u), bolusamountdelivered: 50000 (5 u). 08/10/2023 11:51:40.000 normalbolusdelivered (220), bolusprogrammingmethod: manualbolus (0), normalbolusamountprogrammed: 20000 (2 u), bolusamountdelivered: 20000 (2 u). Please see below for pump errors/alarms noted 1 week prior to the event date 10-aug-2023 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 08/09/2023 17:41:50.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 08/09/2023 17:43:10.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 08/09/2023 17:46:14.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 08/09/2023 17:46:52.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 08/09/2023 17:56:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/09/2023 18:17:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/09/2023 18:27:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/09/2023 18:30:02.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 08/09/2023 18:38:37.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 08/09/2023 18:40:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/09/2023 20:24:14.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 08/09/2023 22:37:36.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 08/09/2023 22:38:35.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event date 10-aug-2023 in the formatted history file.  The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Blank display was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump was not working. The customer had experienced a high blood glucose event value of 96 mg/dl and was admitted to the hospital. The customer was currently reporting symptoms related to high blood glucose were weakness, feeling sick, tired, and increased thirst. Troubleshooting was declined. The pump auto mode/smart guard feature was active at the time of the high blood glucose event. The pump is in use within 48 hours of the high blood glucose event reported. No further patient complications were reported. The customer will discontinue using the device and the pump will be returned for analysis.